Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported via phone call that her grandson experienced high blood glucose level of 600 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer's grandmother wanted to make sure he was got insulin. The customer reported that no need to troubleshooting for high blood glucose level as the blood glucose was under control. The insulin pump was not returned for analysis.